Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. On the same date of peritonitis diagnosis, the patient was hospitalized and treated with heparin injection (0.5 ml three times a day, intraperitoneal, ongoing), vancomycin injection (2 gm, every 5th day, intraperitoneal, ongoing) and ceftazidime injection (1 gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
Additional information: b5, b7, and h11. B5: upon follow up, it was reported that the patient was discharged from the hospital on an unknown date. Treatment was discontinued on an unknown date. The patient was not recovered from the cloudy effluent but recovered from the abdominal pain. Pd catheter was removed. Pd therapy was discontinued and the patient shifted to hemodialysis (hd). Recatherization was planned after 1 month. H11: should additional relevant information become available, a supplemental report will be submitted.